Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The pigtail mandrel and stent protector were with the device upon return. A visual examination of the crimped stent found stent damage with struts distorted and lifted from the stent profile starting from the 7th proximal row to the 6th distal row. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The >80% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified obtuse marginal branch. After a 3-6fr non-bsc guide catheter was placed in the left main, a non-bsc guidewire crossed the lesion. Pre-dilation was performed using a 2x12mm balloon catheter. Then a 3.50x32mm promus element¿ plus drug-eluting stent (des) was advanced but failed to cross the lesion despite several attempts were made. The device was removed and pre-dilation was performed again. Another des was deployed across the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. However, returned device analysis revealed stent damage.